Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping noted. The device had minor scratched display window, cracked case at display window corner, cracked reservoir tube and cracked reservoir tube lip. The device had moisture damage on electronic assembly. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 140 mg/dl. The customer stated that it was a hot day, approximately 100 degrees, and possible moisture might have gotten on the insulin pump. The customer tried replacing the battery but none of the buttons were working. The customer tried entering information into the insulin pump and the numbers kept rising uncontrollability, without the customer touching any buttons. The discontinuation of the device was advised. The customer stated that they had another insulin pump as a backup plan. Nothing further was reported.